Manufacturer narrative:
(B)(4). Date sent: 8/26/2024. D4: batch # 977a35. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60d reload was received unfired, no packaging was returned for analysis. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, photo was provided and it showed the packaging of the reported reload. The event described could not be confirmed as the packaging was not returned for analysis. Device history review a manufacturing record evaluation was performed for the finished device batch number 977a35, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, before used on the patient, noted the seal was opened. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.